Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01392; 3005168196-2018-01393.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using lantern delivery microcatheters and pod6s. During the procedure, the physician advanced the lantern to the target location using a non-penumbra sheath. The physician then attempting to advance a pod6 through the lantern, however, the physician felt resistance and was unable to advance the pod6 through the tip of the lantern. The physician then felt resistance while attempting to remove the pod6 and, consequently, the pod6 unintentionally detached. The physician, therefore, removed the lantern with the pod6 inside. Upon removal, the physician noticed that the tip of the lantern appeared flattened. The physician then attempted to use a new lantern, however was unable to advance it to the target location. The lantern was therefore removed. The procedure was completed using a new microcatheter, the same sheath, and additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-01392 and 3005168196-2018-01393.